Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas plus used for a vp shunt was being placed for a patient with hydrocephalus on (B)(6) 2019. On (B)(6) 2020 the patient presented with intracranial hypertension due to shunt valve failure and was taken back to surgery for a shunt revision. Upon inspection, the bactiseal and ventricular catheters were functioning properly. The valve was replaced by another certas plus valve. The patient is now home and doing well.

Manufacturer narrative:
(B)(4). The valve was returned for evalaution. Device history record (DHR)- review of the history device records for the valve product code 82-8804pl was not possible as the lot number was incorrect. Failure analysis- the valve was visually inspected; no defects noted. The valve passed the test for programming, occlusion, leaking, reflux, siphon guard and pressure. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI)- (B)(4). Certas valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.